Event description:
It was observed that during the device evaluation, the subject device cable cover sleeve observed to be cut off from the head end. There was no patient involvement.

Manufacturer narrative:
The device evaluation as noted in section b5, found the cable cover sleeve of the camera head was disconnected (cut) from the head end. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review was completed, and no issues were identified. Handling and general precautions the instructions for use (IFU), it states: caution do not apply impact to the camera head. There is a possibility of damage. Do not bump or bend the electrical contacts of the video connector. Doing so may prevent connection to the video system center or cause a poor connection. Do not curl the camera cable smaller than 20 cm in diameter. Doing so may result in damage. When rounding the camera cable, be careful not to twist the cable. Failure to do so may result in damage to the cable. One method of winding the cable that does not cause twisting is to overlap the loops of the cable by alternating the top and bottom of the overlapping loops. Do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. Do not bend the cable by applying force to the oredome part. There is a possibility that the cable may be damaged. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.